Event description:
The customer reported that they could not edit the admit/discharge screen on their central nurse's station (cns). They tried to reboot this unit but the display started jumping/shacking. No harm or injury was reported.

Manufacturer narrative:
The customer reported that they could not edit the admit/discharge screen on their central nurse's station (cns). They tried to reboot this unit but the display started jumping/shacking. No harm or injury was reported.